Event description:
It was reported that the system 9800 failed to initialize prior to a procedure. A back up unit had to be brought in to complete the procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the hard disk was causing the problem. The hard disk was replaced. The system was tested and found to be working as intended and placed back into service.